Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a fungal infection coincident with the use of veritas. During a procedure, a low grade film was observed on the device. The surgeon had used one piece of veritas shared between the two breasts. At the time of this report, the patient was being treated with unspecified antifungal medication (dose, frequency, duration and route not reported). It was reported that the patient will require more surgery to remove both pieces of veritas and the implants. No further information was provided regarding the patient&#38112;outcome. No additional information is available.